Event description:
This MDR is related to MDR 3013840437-2022-00159 referring to the same patient. This spontaneous report was received from a us nurse and concerns a 68-year-old female patient. She was injected with radiesse(+) (initially reported as xeomin), on (B)(6) 2022. Batch number was reported as a00052740 (expiry date: 03/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00052740 (expiry date: 03/2024). In (B)(6) 2022, after the radiesse(+) injection, the patient experienced edema in right eye, ocular area. As reported, she had issues with her internal right eye. The reporter examined the patients eye and found that there was fatty protrusion coming out from under the eyelid. The patient said that it was painful, but there were no vision changes. The patient was referred to a local ophthalmologist who said that this occurred because of the radiesse(+) injections and that the patient had to have surgery to correct it. As reported, on (B)(6) 2022, the day of the initial report, the patient was taken into surgery. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event edema in right eye, ocular area (injection site edema) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse(+) injectable implant, lot number a00052740, was reviewed. A lot search was conducted on the reported lot and similar events were noted. No nonconformances was related to this lot.